Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18206. Related manufacturer reference number: 2017865-2021-18208. It was reported that the patient presented to the hospital for a follow-up. After examination of the pacemaker and the leads, it was noted that there was pocket infection. The physician explanted and replaced the pacemaker, right ventricular lead and right atrial lead on (B)(6) 2021. The patient was in stable condition.